Event description:
It was reported that the pacemaker was explanted due to patient having worsening tricuspid valve regurgitation. The physician was not sure if the lead was worsening the condition. A non-bsc device was successfully implanted. No additional patient adverse effects were reported. The device is expected to return for analysis.

Event description:
It was reported that the pacemaker was explanted due to patient having worsening tricuspid valve regurgitation. The physician was not sure if the lead was worsening the condition. A non-bsc device was successfully implanted. No additional patient adverse effects were reported. The device is expected to return for analysis. Additional information and investigation indicated that there was no issue with the pacemaker. Tricuspid regurgitation was due to patient's condition.

Manufacturer narrative:
This report contains correction to section b5 describe event or problem. The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the pacemaker was explanted due to patient having worsening tricuspid valve regurgitation. The physician was not sure if the lead was worsening the condition. A non-bsc device was successfully implanted. No additional patient adverse effects were reported. The device is expected to return for analysis.